Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired using the measures listed in the "proof of repair". Mechanical upgrade performed, motor defective: replaced, defective motor cable replaced, drill mounting, mechanism defective: repaired, defective o-rings replaced, unit cleaned, functional test performed, functional test acc. To test procedure completed, safety test checklist enclosed, hipot test completed, electrical safety test acc. To iec (B)(4) completed. The possible root cause for the failures detected during servicing could be fair wear and tear as the device is approximately 8 years old and could¿ve see heavy use in the field. This serialized device was manufactured prior to (B)(4), therefore a DHR cannot be performed since the original manufacturer no longer exists. A review into the depuy synthes mitek complaints system revealed five other similar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
288022 fms tornado* handpiece-eslgrepair of unitdescription of failure:no other information availabledevice error message:no other information availableindication:when was the problem discovered?:pre-operativelysurgical delay?:unknown